Manufacturer narrative:
Investigation summary: an internal complaint (call 48626) was received for a neuro sponge (part 30-057, lot 19041405) on which the string was not completely attached. The end user discarded the defective sample. However, a representative sample from the same lot was returned. No issues were identified with the representative sample. All strings were intact. The work order for the reported lot was reviewed for possible discrepancies that may have contributed to the event. No discrepancies were identified. The sponge is supplied to deroyal by (B)(4). Therefore, a supplier corrective action request (scar) was issued to the vendor. As of the date of this report, a response has not been received. The instructions for use included with this product specify the string is not meant for retrieval of the neuro sponge and only for detection. A total of (B)(4) units have been sold from january 2017 to the present with a complaint-to-sales ratio of (B)(4). During this time frame, there were six complaints. The investigation is ongoing at this time. When new and critical information is received, this report will be updated.

Event description:
The surgeon noticed the string was no completely attached to the sponge. Another pack was opened and the string easily came off the sponge.

Manufacturer narrative:
Root cause: the neuro sponge is supplied to deroyal by medsorb dominicana. Therefore, a supplier corrective action request (scar) was issued to medsorb. In its response, the supplier stated the following: 1) the investigation did not show that manufacturing was the root cause of the reported failure. The DHR was reviewed and all product samples met the established acceptance criteria. There is no history of string-sponge separation for parts prior to use in surgery. There have been no changes to the materials, product design, manufacturing processes or procedures; 2) the root cause is "undetermined" because there is no evidence with the subject lot or historically to suggest manufacturing is the cause of the reported failure mode; 3) one potential and common root cause for the string detachment defect is associated with improper use of the device. The string is intended for location (counting) purposes only, but is very often used for removal of sponge from site. There is a warning on the IFU and printed directly on the winding card regarding this. Corrective action: due to the root cause determination, a corrective action has not been implemented. Investigation summary an internal complaint (call 48626) was received for a neuro sponge (part 30-057, lot 19041405) on which the string was not completely attached. The end user discarded the defective sample. However, a representative sample from the same lot was returned. No issues were identified with the representative sample. All strings were intact. The work order for the reported lot was reviewed for possible discrepancies that may have contributed to the event. No discrepancies were identified. The sponge is supplied to deroyal by medsorb dominicana. Therefore, a supplier corrective action request (scar) was issued to the vendor. A response was received and accepted by deroyal personnel (B)(6) 2019. The instructions for use included with this product specify the string is not meant for retrieval of the neuro sponge and only for detection. A total of 26,194 units have been sold from january 2017 to the present with a complaint-to-sales ratio of 0.000229. During this time frame, there were six complaints. The investigation is complete at this time. If new and critical information is received, this report will be updated.

Event description:
The surgeon noticed the string was no completely attached to the sponge. Another pack was opened and the string easily came off the sponge.